Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/11/2025, it was reported by a facility representative via sems (B)(4) that an ar-7234c fiberloop islet broke off the suture. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including excessive force during use. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.